Event description:
While using a byte day aligners, patient has reported that they have finished their last set of aligners and their teeth move a good bit when they take the aligners out to eat. They feel their bite is not right. Their teeth move into a corrected bite alignment when they eat but when they put the aligners back in after eating, they move to the aligner correcting position. This happens every time. They do not want their teeth in constant motion to this degree. Requested additional information and video of patient's bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.